Manufacturer narrative:
Second professor: prof. (B)(6). Device technical analysis: the 27mm lotus edge valve delivery system was received for evaluation. The bottle was removed, and it was noted that the outer sheath of the delivery system was damaged in 3 separate locations; a severe kink was observed on the outer sheath immediately proximal to the position of the locking cap. The position of this damage was 47mm proximal to the distal end of the outer sheath, the outer sheath also looked twisted and compressed at this position. The outer sheath was also kinked 12mm proximal to the outer sheath tip. The position of this damage is consistent with the location of the kink in the procedural media review. The outer sheath was also found to be compressed between 120mm and 160mm proximal to the distal end of the outer sheath. It is likely that a considerable amount of this damage occurred after the event while packaging the device for return. Procedural angiographic media provided by the facility was reviewed by a boston scientific quality engineer and is consistent with the reported event. A kink at the distal end of the outer sheath is observed in the second media file. The cause of the reported event cannot be confirmed from the available media. The angiographic media received did not capture the procedure in full.

Event description:
It was reported that the lotus edge valve system kinked inside the patient. The 27mm lotus edge valve system (batch 0023681728) was advanced through a large lotus introducer sheath but was then difficult to track through the patients tortuous vasculature. The physician was unable to position the lotus edge valve due to repeated instances of asymmetric unsheathing. After three partial and one full resheath in accordance with the product directions for use, it was decided to change to a new lotus edge valve. Upon withdrawal of the lotus edge valve system through the lotus introducer sheath a kink was noted on the catheter. A second 27mm lotus edge valve system (batch 0023681727) was prepared. The lotus edge valve system was advanced through the same large lotus introducer sheath into the patient. As the device exited the distal end of the lotus introducer sheath it was noted the lotus edge valve system catheter was kinked. The device could not be advanced any further through the tortuous vasculature of the descending aorta and was withdrawn before advancement through the aortic arch. The procedure was completed with a non-bsc valve. No patient complications were reported.

Manufacturer narrative:
Second professor: prof. (B)(6).

Event description:
It was reported that the lotus edge valve system kinked inside the patient. The 27mm lotus edge valve system (batch 0023681728) was advanced through a large lotus introducer sheath but was then difficult to track through the patients tortuous vasculature. The physician was unable to position the lotus edge valve due to repeated instances of asymmetric unsheathing. After three partial and one full resheath in accordance with the product directions for use, it was decided to change to a new lotus edge valve. Upon withdrawal of the lotus edge valve system through the lotus introducer sheath a kink was noted on the catheter. A second 27mm lotus edge valve system (batch 0023681727) was prepared. The lotus edge valve system was advanced through the same large lotus introducer sheath into the patient. As the device exited the distal end of the lotus introducer sheath it was noted the lotus edge valve system catheter was kinked. The device could not be advanced any further through the tortuous vasculature of the descending aorta and was withdrawn before advancement through the aortic arch. The procedure was completed with a non-bsc valve. No patient complications were reported.